Manufacturer narrative:
The reported events of no inductive telemetry, no magnet response and no output were not confirmed. The device had normal output, normal inductive and rf telemetry with appropriate magnet response. Electrical analysis of the device noted elevated current. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported during in clinic follow up that the patient had an arrythmia. It was discovered that the pacemaker had no output and was unable to be interrogated. There was no magnet response. The device was explanted and successfully replaced. There were no patient consequences.